Event description:
It was reported that a progav 2.0 shunt system (#fx603t) was implanted on an unspecified date. According to the complainant, the shunt system caused an under-drainage and had an infection. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. During the permeability test bloody liquid was flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the deposits in the shunt system more visible, they were colored using a staining solution. Results: based on the investigation results, blood and deposits were found throughout the shunt system. Furthermore, incisions were visible in the reservoir membrane. The deposits and damage to the membrane did not affect the function of the shunt system. All components were working within their specifications. At the time of the investigation, we were unable to determine how the infection and functional impairment occurred. Organic material (blood, protein, etc.) In the patient's own cerebrospinal fluid may have temporarily affected the function and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.